Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
In reporting a revision of patient's right hip on (B)(6) 2017, rep reported that patient had a revision approximately 3 months prior due to a failed shell. This event is for the revision of the primary implant.